Manufacturer narrative:
(B)(4). (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the anchor pulled out when the surgeon pulled the suture after he implanted the anchor. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the provided picture identified the clear sleeve was not retracted all the way to the handle. Visual examination of the returned product identified that anchor disassembled from the body. Needle and suture appeared to be unused complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to use error. Per the surgical technique, "advance the inserter until the clear juggerknot guide sleeve has retracted to the handle completely to ensure the anchor has reached full depth." A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.